Event description:
The customer reported: when the nurse press change flow rate icon on alarm screen, later they found the replacement flow has a different with the set. Further investigation into this event showed the following sequence of events: a "warning - access extremely negative" alarm screen appeared on the prismaflex device. The nurse pressed "flow rate" to change the flow rate at the alarm screen. When the nurse was changing the flow rate, the device resumed to a normal state and jumped to the status screen. Later, the replacement flow rate was discovered to be different from the set flow rate. Set replacement flow rate was 3600 ml/h. The flow rate displayed was 3800 ml/h. The health of the pt has not been affected, since the treatment was stopped immediately. The pt was transferred to a prisma device, to continue cvvh treatment. The reported machine runtime was 400 hours.

Manufacturer narrative:
The device data files for this event are not available. A trained gambro service technician has checked the device and found it to function properly. This event has been confirmed as a flow rate discrepancy. The manufacturer is aware of the problem flow rate discrepancy and corrections are to be implemented in future software upgrades. A follow-up or final report will be submitted on conclusion of the investigation. No injury or clinical consequence to the pt was reported.